Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0, product number: ps200-040, lot number: fl50944731, expiration date: 02-nov-2018, quantity returned: 1. Testing performed: visual inspection: device packaging inspection: one returned. Plasmablade¿ 4.0 device was received inside a medtronic shipper box within a biohazard bag with plastic air cushions to fill the negative space. Display box returned; the device information was confirmed against the information listed within gch from the display box. Pro-forma invoice included. Device visual inspection: device appears used with electrode charring. All components appear in place, intact with no damage. There are no visual signs that relate to the reported complaint description. Functional inspection: both cut and coag buttons have a definitive tactile feel. The returned plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons and there was no observation of sparking from the device tip. The device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator was representative of normal operation. The device is acceptable if the appearance of a ¿glow¿ around the edge of the blade is observed which is considered a normal characteristic of the plasmablade¿ radio frequency (rf) technology. The device was tested at cut setting-5, settings utilized in the case, which produced acceptable results and there was no observation of sparking from the device tip during functional inspection. The IFU lists proper use, warnings and precautions when utilizing the device around active implants and active implant leads during use of the peak plasmablade® surgery system as outlined and specifically as listed below. Do not contact metal objects and instruments with the peak plasmablade® while power is being applied as unintended tissue damage and electrode tip damage could occur. Do not allow patient contact with grounded metal objects, as such contact may result in patient or user injury. The use of electrosurgery in the presence of internal or external active implants is potentially hazardous. To minimize the possibility of active implant interference, place the patient return electrode such that the electrosurgical current path is as far as possible from the active implant lead. Lhr review: a review of the lhr for lot # fl50944731 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue of ¿spark from device tip¿ contained in gch was not duplicated in the laboratory environment. The device functions as intended with no failures. This complaint will be tracked and trended within gch. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a battery change procedure for an implanted dbs device, the surgeon was dissecting around the battery and noted blue sparks when he used the plasmablade handpiece near the battery. There was no injury to the patient.